Manufacturer narrative:
H3: non-destructive analysis found that there were no anomalies and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 700.43701 mcg/day), dilaudid (hydromorphone) (10.6 mg at 3.71232 mg/day), and bupivacaine (13.5 mg at 4.72795 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pain, drainage, swelling, scabbing, redness and bruising noted at the incision site. Additional information received from the healthcare provider via a clinical study indicated that examination on (B)(6) 2025 resulted in straw colored fluid being aspirated. The entire system was explanted and the issue was reported as resolved.